Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) had no telemetry with the monitor. It was further noted that the implantable cardiac monitor (icm) possibly moved in the patients body. The icm remains in use. No patient complications have been reported as a result of this event.